Event description:
Customer complaint - limited data available customer stated that the device burned their mid and lower back. The burning did cause blistering.

Event description:
Customer complaint - limited data available stated device burnt mid and lower back. Caused blistering.